Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported by patient that their device was removed since it was infected. Patient said it was horrible experience to have it implanted. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v963078, implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated they did not know what the cause of the infection was. They were an outpatient for several months at the wound clinic to regrow tissue and skin and they still have a depression where the device was. They provided an estimated implant and explant date. No patient complications were reported as a result of this event.